Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after completing dilatation at approximately 10atm of a normal density lesion, the third layer of the pta balloon allegedly was peeling off. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted, as the lot number was not reported for this device.investigation summary: the device was retuned for evaluation. A visual inspection found the outer pebax layer to be peeled throughout the length of the balloon. Therefore, the investigation is confirmed for peeled pebax. The definitive root cause for the identified peeled pebax could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states:warnings:when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation.precautions:if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit.use of the conquest pta dilatation catheter:while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.the catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products. Accordingly, this event has been determined to be MDR reportable.

Event description:
It was reported that after completing dilatation at approximately 10atm of a normal density lesion, the third layer of the pta balloon allegedly was peeling off. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.